Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: after doing a successful evlt procedure,when the pa tried to remove the laser out of the sheath, the tip of the fiber detached and remained inside of the sheath. There was no patient impact due to this event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch evlt fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber and remained inside of the tre-sheath. Dried blood and biomaterial were noted inside of the tre-sheath. Dimensional measurements of the returned devices noted the devices met all manufacturing dimensional specifications for this product family. The fiber was determined to be correctly assembled per manufacturing specifications, as evidenced by proper crimp marks on the tube tip and adhesive present. The customer's reported complaint description of the "tip of the fiber remained in the sheath tip" is confirmed. A definitive root cause cannot be determined at this time. The most likely cause was the buildup of dried blood that was pulled into the distal end of the sheath as the fiber was withdrawn. This would have compromised the sheath lumen ID, causing the gold tip to not be able to smoothly slide through the shaft. Force exerted while withdrawing against the resistance would cause the tip to detach. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).